Manufacturer narrative:
The lens remains implanted. (B)(6) (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported seeing lathe lines on a zct225 20.5 diopter intraocular lens (iol) when being observed under a slit lamp during the patient's post-operative one day visit. The patient's visual acuity was not good and the doctor was worried that the lathe line could be a product quality issue affecting the patient's visual acuity. Reportedly, the doctor may plan to explant the lens if the patient doesn't improve. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. A photo of the lens was received and reviewed. The photo was evaluated by a final inspection operator. It can be determined that lathe lines can be seen and are present on the implanted product. The complaint can be confirmed. However, it cannot be determined that there is a product deficiency. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.